Event description:
Low bias advia centaur xp folate results were observed by the customer with controls and patients when switching to reagent lot# 211 from lot# 210. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.

Manufacturer narrative:
The cause for the discordant folate results is unknown. Siemens healthcare diagnostics is investigating the cause of the discordant results.

Manufacturer narrative:
(B)(4). The customer reset the quality control ranges and the folate assay is performing acceptably. Siemens performed an investigation and the internal data did not confirm the quality control bias or the patient bias that was observed by the customer.